Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 586 mg/dl. Customer's blood glucose level was 104 mg/dl. Customer was reporting a slight curve to sensor cannula. Customer reported they did receive a sensor updating. The insulin pump will be returned for analysis.